Manufacturer narrative:
A cause of the reported issue could not be determined.the device passed all functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device would not recognize a connection through its therapy connector. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Third party service agent evaluated the customers device and was not able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not recognize a connection through its therapy connector. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.